Event description:
It was reported that during a da vinci s surgical procedure, the site experienced a non recoverable system error 5. With the assistance of an isi technical support engineer, and isi clinical sales representative the site attempted to troubleshoot the issue by restarting the system several times; however, this did not resolve the problem. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure.

Manufacturer narrative:
The investigation conducted by field engineering concluded that the system error code 5 experienced by the customer was associated with the enclosure fan assembly. The fan assembly helps regulate temperature of electronics in the patient side cart. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 5 appears when the da vinci s safety system determines one or more fans are not moving as desired. Upon determining this condition the safety system puts da vinci in a recoverable safe state. As of (B)(4) 2012 there have been no reported recurrences of the issue at this hospital.